Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the green image and unable to perform while balance was identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, the cause of green image and unable to perform white balance due to charged coupled device was broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the laparoscope had green image and unable to perform white balance during procedure. There were no reports of patient harm. Green image, unable to perform white balance.